Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited premature battery depletion. No intervention was reported. The patient was stable and asymptomatic.